Manufacturer narrative:
Device received with intermittent button response due to flattened act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the down button on the insulin pump was harder to press. Troubleshooting was done for keypad anomaly. Customer mentioned that the insulin pump had low battery alarm. Customer reported that the time on insulin pump was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.